Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with moderate tortuosity, moderate calcification and 80% stenosis, pre-dilatation was performed with an unspecified 2.0x12 mm balloon catheter. A 3.5x23 mm rx xience v stent delivery system was advanced and the stent was deployed; however, an edge dissection was noted. Another xience v stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.